Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. A serial/ lot number review for the specified assay (prog) could not be performed as the lot number was not provided. The st aia-pack progesterone assay specifications, under limitations of the procedure, page 18, states that for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog, the highest concentration of progesterone measurable without dilution is approximately 40 ng/ml, and the lowest measurable concentration is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported eventis unknown as the reported event is still being investigated..

Event description:
On (B)(6) 2018, the customer contacted technical support (ts) to report receiving a discrepant patient result for progesterone with their aia-360 analyzer. The customer stated that the progesterone (prog) result from her lab was 6.24 ng/ml; while the result from the reference lab was 0.6 ng/ml. The patient returned on (B)(6) 2018 to retest. The results from the second draw were similar. On (B)(6) 2018: tosoh - 5.67 ng/ml, 5.65 ng/ml, and 5.84 ng/ml; (B)(6) 2018: reference lab- 0.6 ng/ml. Ts asked the customer if a correlation study had ever been performed and asked them to provide the specific methodology used by the reference lab. Ts also advised the customer to review the customer notification letter regarding dhea-s interference with the progesterone assay. Previously, on (B)(6) 2018, ts made a courtesy call to the customer regarding progesterone effectiveness and receipt of the progesterone notification. The customer confirmed understanding and receipt of the notification, but stated they had not received the revised cd. Technical support sent the cd to the site. No further information was provided. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
On (B)(6)2018, the customer contacted technical support (ts) to report receiving a discrepant patient result for progesterone with their aia-360 analyzer. The customer stated that the progesterone (prog) result from the lab was 6.24 ng/ml; while the result from the reference lab was 0.6 ng/ml. The patient returned on (B)(6)2018 to retest. The results from the second draw were similar. (B)(6)2018: tosoh - 5.67 ng/ml, 5.65 ng/ml, and 5.84 ng/ml. (B)(6)2018: reference lab- 0.6 ng/ml. Ts asked the customer if a correlation study had ever been performed and asked them to provide the specific methodology used by the reference lab. Ts also advised the customer to review the customer notification letter regarding dhea-s interference with the progesterone assay. Previously, on (B)(6)2018, ts made a courtesy call to the customer regarding progesterone effectiveness and receipt of the progesterone notification. The customer confirmed understanding and receipt of the notification, but stated they had not received the revised cd. Technical support sent the cd to the site. No further information was provided. There was no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The customer reported that the physician decided not to further investigate this issue. The most probable cause of the reported discrepant progesterone patient result could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.